Manufacturer narrative:
Initial reporter phone#: (B)(6). DHR/qn review is not possible due to lot# not having been provided. Sample evaluation: three photos were received by bd canaan and evaluated. One 1ml ll sample is depicted in the photos with a clear liquid inside and labeled ¿furix 10mg/ml¿. The syringe is filled to approximately 0.4 ml. Scale markings appear faded between 0 ml and 0.5 ml. The scale marking fading is due to syringe being reportedly reused 5 to 7 times during a 24 hour period to deliver a small dose after it is filled once. The fading of the print will occur due to repeated product handling. The product is intended to be for ¿single use only¿ and is labeled as such on the packaging and on the syringe barrel itself. It is not intended to be reused. Bd (B)(4) was able to confirm the customer's indicated failure, however no defect was confirmed.

Event description:
It was reported during use of the 1 ml bd luer-lok¿ disposable syringe the customer uses this syringe to administer medication to the patient ((B)(6) old child). The medication is given 5-7 times per day. With continued doses the printing fading, resulting in difficult dose administration. There was no report of injury or medical intervention.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from (B)(6) 2017 to (B)(6) 2017.